Manufacturer narrative:
Tracking #.56845/a. Device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported the er320 fired some clips successfully clips fell off vessels. There was no consequence to the pt. 05/20/1998 it was reported another er320 was opened to complete the case. The clips were retrieved.